Event description:
It was reported that during a stent procedure there was an abnormal inflation of the balloon. The stent could not be deployed. Negative pressure was applied and the area of abnormal inflation would not deflate. A syringe was used to successfully deflate the balloon. Reportedly no patient injury occurred.